Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedances and noise. The ra lead was surgically abandoned and replaced. The lead was suspected to be fractured, but an x-ray was performed and no visible damage was observed on the lead. No additional adverse patient effects were reported.